Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system on (B)(6) 2023. A follow-up computed tomography scan performed on approximately (B)(6) 2023 identified a potential type ia endoleak. Reportedly, the sealing location is heavily calcified and there is a possible channel that is allowing contrast to enter the aneurysm sac. Reintervention plans have not yet been provided. After the initial report, the clinical assessment also determined that buckling of the right iliac stent occurred that was not in the event as reported. The buckling was discovered during a review of the computed tomography scan dated on (B)(6) 2023.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined that buckling of the right iliac stent occurred that was not in the event as reported. The buckling was discovered during a review of the computed tomography scan dated on (B)(6) 2023. The complaint is most likely anatomy related. The type ia endoleak and buckling are most likely anatomy related as the aortic neck was highly calcified, likely creating an inadequate seal of the proximal ring likely contributing to the type ia endoleak. Additionally, the right stent buckling was due to heavy calcifications. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system on (B)(6) 2023. A follow-up computed tomography scan performed on approximately (B)(6) 2023 identified a potential type ia endoleak. Reportedly, the sealing location is heavily calcified and there is a possible channel that is allowing contrast to enter the aneurysm sac. Reintervention plans have not yet been provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.